Manufacturer narrative:
Section b7: correction. Section d4: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR number: 2916596-2020-04848. According to the patient both mpus (mobile power unit) have been working without issue. It was reported that the mpu did not have a v-lock, but looks well seated at the connection. The patient did not know if the power cord came loose at the wall/outlet or the back of the unit. There were no reported environmental circumstances that could have affected the a/c power at the time of the event. The patient did not know which mpu the event happened on. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm due to ac loss of power while on the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events on the mobile power unit (mpu)was confirmed via the log file. The submitted log file spanned approximately 13 days ((B)(6) 2020 per the timestamp). Atypical no external power alarm activated on (B)(6) 2020 at 07:01 due to rsoc voltage diminishing to ~3.2v while the device was connected to a mpu. This is consistent with a loss of ac power. The backup battery was able to supply power to the pump until power was restored. The alarm cleared shortly after activation. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Per provided information, the cause of the no external power event was not known by the patient. The patient had two mpus, serial (B)(6) , and does not know which mpus the no external power event occurred on. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 30mar2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power no further information was provided. The manufacturer is closing the file on this event.